Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Two pictures were provided; attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device difficult to close or fire? Did the device fire appropriately and completely? While opening the device, did they squeeze the firing trigger while pressing the release button? Or another technique to open? How was the device removed from the appendix? What color cartridge was used? What is the current patient status? Photographic analysis: first picture shows a device with the firing trigger closed, with a plastic bag covering the shaft, a rsc box with lot number p4ra2d, exp date, 2022-02-28, and a tyvek of a 6r45b, lot number n4m19t, exp date 2021-08-31, can be seen. Second picture shows an anvil involved in a plastic bag, it is closed with tissue between the jaws. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon applied the device at the base of the appendix. The release mechanism failed and it locked itself and converted to open.